Event description:
A report was received from the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. Patient involvement is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit then passed the extended self test (est), the short self test (sst) and the performance verification test (pvt). Covidien reference: (B)(4).